Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-06835. The OEM performed a device history record review and no abnormalities were found. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the investigation, since the event was not reproduced by the service department, it is presumed that there was no abnormality in this product and that there were problems with the monitor. It is presumed that the reason why the customer information was displayed after rebooting cv-180 and clv-180 is because the monitor was reset since synchronization signal was interrupted once and input again. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The user facility report was not confirmed, the device was found to pass all functional tests and all video output signals and images were found to be functional. Visual inspection did find heavy corrosion on the bottom and front chassis. Olympus will continue to monitor complaints for this device.

Event description:
The user facility reported that the cv-180 produced a green image and the screen froze. As a result, the end user had to reboot the tower to get a good image. There was no report of any patient involvement or harm.